Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had residual liquid or foreign material coming out of the biopsy channel (tube). There were no reports of patient involvement.

Manufacturer narrative:
B3 = date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. Based on the results of the investigation, the foreign material could not be identified. It is likely the result of insufficient reprocessing; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.